Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Therefore, no problem or product issue was detected.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced with a non-bsc pacemaker due to unknown reasons. The prior implanted leads were left implanted and in service. This device was returned. Evidence suggests this device was explanted due to an issue, as a same device type was used as replacement. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.